Manufacturer narrative:
The products have not been returned from the user facility. (B)(4).

Event description:
An impella cp was implanted on (B)(6). There was difficulty inserting the repositioning sheath completely in, and the physician attempted to reposition it. The patient received two units of blood due to bleeding from the insertion site during the case. Upon removal of the impella cp, the repositioning sheath appeared to be damaged.

Manufacturer narrative:
The impella cp was returned for investigation. The wound closure tip was found to be damaged with two tears noted. A closer inspection revealed there were visible scrape marks on the wound closure, leading directly into the cracks at the tip. The root cause of the access bleeding was the fractured wound closure tip. The root cause of the wound closure damage was unable to be determined. (B)(4).